Event description:
It was reported that balloon rupture occurred.   The target lesion was located in the left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the target lesion. The balloon was inflated several times at an unspecified pressure for a duration of 20 seconds per inflation. However, upon the fifth or sixth inflation, the balloon ruptured at 26 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a nc quantum apex balloon catheter with a stopcock attached. There was blood in the hub and contrast in the inflation lumen. Inspection under magnification revealed there was a balloon pinhole 5mm from the proximal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found. There was evidence that the device was used in a manner inconsistent with the labeling. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the balloon was inflated to 26atm several times. The directions for use (dfu) states; "do not exceed the rated balloon burst pressure." It appears possible that the reported use contrary to warnings in the dfu contributed to the reported ¿balloon burst¿. The most probable root cause has been determined to be use/user error. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the target lesion. The balloon was inflated several times at an unspecified pressure for a duration of 20 seconds per inflation. However, upon the fifth or sixth inflation, the balloon ruptured at 26 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.